Event description:
It was reported that during the procedure, the screw was intended to use but it was broken while driver was being turned second times. A backup was available to complete the procedure, no delay nor patient injuries were reported.

Manufacturer narrative:
One 8x25mm biorci ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 10mm of the screws distal threads have broken off and were returned. The broken portion is split into two pieces. Dimensional assessment of the screws major diameter and wall thickness were found to meet print specification. Age added. Sex added. Event description updated

Event description:
It was reported that during the procedure, the screw was intended to use but it was broken while driver was being turned second times. All broken pieces were removed from the patient. A backup was available to complete the procedure, no delay nor patient injuries were reported.